Event description:
A malfunction was reported when the customer dropped their pump, triggering a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing pump reset information, and after resetting, the issue did not recur. The customer was instructed to continue using the pump and to contact support if the malfunction code appeared again.